Event description:
It was reported that there was a connection issue between the minicap transfer set and the cassette; further described as ¿the transfer set cannot be tightly integrated with the patient connector of the apd set¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted the tubing was separated from the female connector and main body. There was evidence on the inside of the tubing that the patient adapter was previously assembled to the tubing. Due to the received condition of the sample, functional testing could not be performed. The report of connection to female connector issue could not be confirmed or refuted. The cause of the separation could not be determined; however, the assembly between the two components is a friction fit and not a solvent bond; therefore, a strong tug could cause the separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.